Event description:
On (B)(6) 2025, a customer reported to hologic that they received discrepant results using aptima cv/tv assay master lot: 907460 and aptima trichomonas vaginalis assay master lot: 904910 on the panther instrument. Sample ids#: (B)(6) were part of a cluster of five positive tests, initially detected as tv positive using the aptima cv/tv assay. The customer questioned these results and retested the cluster of five positive samples. Upon retest, sample ids#: (B)(6) resulted tv negative using aptima trichomonas vaginalis assay. Hologic technical support (ts) made three attempts to contact the customer to determine if the results were reported to either the physician or the patient but was unable to reach the customer. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.

Manufacturer narrative:
Hologic technical support (ts) reviewed available logs for both initial test worklist: (B)(4) and retest worklist: (B)(4) and noted no hardware or software issues. Ts) made three attempts to contact the customer for further information and logs but was unable to reach them. Ts was unable to review the fluorescent curves because the customer did not provide the logs containing this information. Hologic has not learned of any adverse patient outcomes due to this event.